Manufacturer narrative:
(B)(4). Batch #: u94u2a. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, a harmonic scalpel instrument's active blade broke off while operating and could not be located. It was unclear whether the tip was within the abdomen or not. The room was searched, and x-rays were performed. The first image showed the tip at the patient's midline (inside or outside abdomen not determined). A second x-ray was taken and the tip was no longer visualized and unable to be located, inside or outside of the body (suction equipment was x-rayed as well). Final images of the patient were taken, confirming the tip was not inside of the abdomen and the procedure was completed. There were no patient consequences reported.